Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that noise was observed on all active channels of the patients pulse generator. After all leads were replaced, noise was still observable. The pulse generator was explanted and replaced. No noise could be produced through provocation testing of the new system.